Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced seizures and went into cardiac arrest. The patient was resuscitated and hospitalized. The patient noted that their physician believed the seizures may have been caused by a new medication they were taking and were not related to the device. The patient continues to use therapy with effective pain relief.